Event description:
It was reported that the patient lead had a fractured. Additional information was received that the patient had a lead replacement procedure and doing well post operatively. The explanted device was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had a possible fracture.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.